Event description:
The customer alleged they received questionable antibody to (B)(6) results for one patient on their e-module. The patient's initial (B)(6) result was (B)(6), which was (B)(6), and it was reported outside the laboratory. The doctor questioned the result as the patient was known to be (B)(6). On (B)(6) 2013, the sample was repeated and the result was (B)(6), which was also (B)(6). On (B)(6) 2013, the customer placed a new reagent pack on board the analyzer and repeated the sample. The second repeat result was (B)(6), which was also (B)(6). The sample was sent to another laboratory for testing. On (B)(6) 2013, the sample was tested on a johnson and johnson vitros analyzer and the result was (B)(6). An aliquot of the sample was sent to another laboratory and tested on an architect analyzer. The result was positive. There were no adverse events. The ahcv reagent lot number was 169363 and the expiration date was not provided.

Manufacturer narrative:
The field service representative went on site. He performed analyzer checks and an assay performance test.

Manufacturer narrative:
A root cause could not be determined. The customer was unable to provide a sample for investigation.

Manufacturer narrative:
This event occurred in (B)(6).